Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 571 mg/dl, current blood glucose is 147 mg/dl. Based on customer report customer does not allege pump was under delivering. It also stated that drive support cap was normal. The customer states that the insulin pump alarm no delivery in the past. The customer treated high blood glucose previously with the insulin pump and later manual injection. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.